Manufacturer narrative:
Concomitant medical devices: micra: model #: mc1vr01-delsys / expiration date: 14-may-2021 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: yes. Return date: 24-jun-2020. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 02-dec-2019. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure, multiple attempts were made to fixate the leadless ipg with dislodgement noted each time upon retraction of the delivery system (ds) cup and release of pressure. It was further reported that the leadless ipg dislodged upon cutting and removal of the ds tether. The leadless ipg system was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Mc1vr01us_delsys h6: FDA method code(s): 10 h6: FDA conclusion code(s): 67 product event summary: the full delivery system was returned with the device intact in the device cup. No anomalies were found. The articulation of the delivery system was out of plane. Loose articulation button was observed on the handle of the delivery system. The delivery system tether was cut. The delivery system outer shaft was kinked/buckled at 5 cm from the distal end of the delivery system. Blood was observed on the device cup of the delivery system. Blood was observed on the recapture cone of the delivery system. Visual analysis of the delivery system indicated damage during use. The analyst noted the articulation was out of plane due to the outer shaf being kinked. This also caused the articulation button to be loose. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.